Manufacturer narrative:
The software logs and archive were reviewed. Software appears to be working as designed. Raw dicom was analyzed, as well. It appears that slices are not missing, but the spacing between the slices is inconsistent.  The spacing is spaced 1.2 apart for a few slices, but they are regularly interrupted by slices of 0.8 spacing, which contribute to the appearance in the app of slices being missing. This could potentially be due to the exams being taken in slabs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735736, version #: (B)(4). Report source foreign country: (B)(6). The software logs were received and are under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that they were missing slices in an axial scan. Slice thickness was 1.2mm. No patient was present at the time of the event.